Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on 02-18-2024. It has been reported that there was a difference in readings by over 100 mg /dl. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.